Manufacturer narrative:
(B)(4). Results: the first penumbra system 5max ace reperfusion catheter (5max ace) was fractured under the strain relief approximately 1.0 cm from the hub and kinked in multiple locations along the proximal shaft. Conclusions: evaluation of the returned devices revealed they were both fractured under the strain relief and that the first 5max ace was kinked. This damage typically occurs due to improper handling during preparation. If the 5max ace is forcefully removed from the packaging hoop at extreme angles, damage such as this may occur. All penumbra catheters are visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00625.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system 5max ace reperfusion catheters (5max ace). During preparation for the procedure, the technologist opened a 5max ace (lot #f66623) and noticed that it was kinked. The kinked 5max ace was not used for the procedure and did not enter the patient's body. The physician then opened a second 5max ace (lot #f66415) and found that it was also kinked; however, the physician decided to use the kinked 5max ace. During the procedure, upon initiating tissue plasminogen activator (tpa), the physician noticed that tpa started to leak out of the side of the 5max ace. Therefore, the kinked 5max ace was removed and the procedure continued using another manufacturer's device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction to exp date: 11/30/2018.